Manufacturer narrative:
The baxstrap involved has not yet been received by the manufacturer. Pictures of the broken baxstrap board were made available. The break is 8 to 12" from head end of the board. The date stamp on the back of the board is 6/99 making the age of this board to be 8 years.

Event description:
During a call in 2007 for a diabetic emergency involving a female patient, the baxstrap spineboard used to transport the patient out of the home broke at the head end. The board, with patient strapped, was being carred by 4 responders. The patient fell 12 - 18" to the floor and hit her head. The patient was checked for injury, none was found, and she was then successfully transported to a hospital. One crew member reported that the patient was not alert enough for them to obtain full history or assessment, but she did complain of head pain secondary to the fall.